Manufacturer narrative:
Correction: (b) clarified date of event. Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received, the relevant tests cannot be carried out, and the usage of the sample is unknown, so the root cause of needle though catheter cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, an internal medicine nurse was attempting to insert an IV catheter into inpatient (B)(6). During the procedure, the nurse encountered significant resistance. Upon inspection, it was discovered that the needle of the closed-system IV catheter had exited the tubing midway, resulting in a failed insertion. The nurse immediately explained the situation to the patient, replaced the closed-system IV catheter with a new one, and reinserted it. The incident was promptly reported to the department supervisor.